Manufacturer narrative:
A review of the complaint history for sn: (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn: (B)(6) was performed from the date of manufacture, 16-nov-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the device had a broken release on the main drawer 5. A field service engineer (fse) found the drawer latch screws sheared off, installed the screws, recovered the drawer, and tested the drawer in utility. Further, the engineer replaced the two longer screws on the latch block that had broken previously and tested the unit in the hardware test application (hta) and had customer verify functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, release on drawer 5 in the main unit (station ccu1) was broken, and the customer could not find it among the units. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.